Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a diagnostic procedure. The procedure could be completed as planned by restarting the system. Log file analysis identified an issue with the system¿s frontal image processing pc (ip-pc). After the image discs were recreated on both the frontal and lateral plane ip-pcs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system generated a hard drive error message, preventing imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and recreated image discs for the frontal and lateral stands which resolved the issue. The device was returned to use in good working order.